Event description:
On (B)(6) 2012, leica microsystems received a complaint from the (B)(4) lab regarding sub-optimal processing resulting in under-processed tissue, using peloris 11 tissue processor serial number (B)(4). Investigation of this complaint by leica microsystems is continuing.